Event description:
It was stated that the cracks were found in downstream occlusion seal during preventive maintenance.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of cracks in downstream occlusion (dso) seal. The complaint was confirmed through visual inspection. The reported issue was determined to be caused by a dso seal, as the dso seal is cracked. The reported issue will be resolved by replacing the dso seal.